Event description:
Caller alleged discrepant results compared with the lab. Results as follows: patient 1: date: (B)(6) 2011, inratio: 6.3, lab: 3.5. Patient 2: date: (B)(6) 2011, inratio: >7,5, lab: 3.1. Patient 4: date: (B)(6) 2011, inratio: 5.5, lab: 2.6.

Manufacturer narrative:
Investigation pending.